Event description:
Per oos, this lead was extracted. Per biotronik rep elena pappas, the physician did not like the position of the lead because it was causing diaphragmatic stimulation and chose to extract it and replace the lead with a new linox sd 65/18.